Event description:
Pt observed 50 mins before falling asleep. Found in semi-erect position on side of bed on floor, pale, clammy and pulseless. Restraint still on and partially pulled over face. Easily slid over head. No brusing, some marks under arms.